Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2015-05810.

Event description:
It was reported the customer experienced high blood glucose. Customer's blood glucose was 437 mg/dl. The customer stated they had treated with 2.1 units of insulin. The customer also stated they were having high blood glucose because they were stressed. The customer also reported having resistance when removing their inserter. Customer also stated their enlite serter does not release the sensor after the second button press and the needle hub was stuck inside the serter. Troubleshooting found the catch arm was bent on their serter. Customer's serter will be replaced. No additional information provided.

Manufacturer narrative:
One opened/used enlite serter was inspected and tested. A new lab enlite sensor was used to test the serter. The serter passed per specification, the sensor inserted and released properly.